Event description:
Additional information reported indicated that there was no event paired with the issue and that the patient was doing well.

Manufacturer narrative:
Lead: model 3093, lot# v800432, implanted: 2011 (B)(6), explanted: unknown.

Event description:
It was reported that stimulation was intermittent, but the issue was resolved. The cause was not provided. It was later reported that the patient experienced a headache while stimulation was turned on following the implant of a stage 1 trial lead. Additional information has been requested, but was not available as of the date of this report.